Event description:
Device appears to be under sensing on the right atrial lead during atrial tachyarrhythmias and atrial fibrillation episodes. Reason for check: chest pain 23 atrial high rate episodes; most recent on 5 september 2022. Device appears to be under sensing on the right atrial lead. 4 ventricular high rate episodes; most recent on 7 jul 2021; "see attached episode list & stored egm¿s for details." Recommend review of stored egm¿s for rhythm determination. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).